Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an evd began to leak and on inspection medical staff found a linear cut in the catheter. There was no harm to the patient and the evd has been functioning normally for over 12 hours prior to the leak.